Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-1951, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2005. Additional information received on 03-nov-2015. The patient's medical history included 5 kids. The patient's concurrent condition included few allergies. Consumer reported she was completely healthy. She was (B)(6), no know health issues besides a few allergies. After two weeks of essure insertion, she had excruciating pain that would knock her to the ground and abdominal pain. She also developed severe migraines with light sensitivity and vomiting within a couple of months and had to start taking kepro to prevent them. She took several months to get the migraines under control. She experienced sensory issues, specifically numbness in face, mouth, hands and toes within 2 months. Also she had joint pain and adenomyosis (diagnosed by ultrasound). She also developed irregular bleeding. After the period is over, about 5-7 days later, she sometimes would wakes up soaking in blood. She still has pain. All of her symptoms still occur plus she has had horrible weight gain and the physician stated her uterus is bloated like she was 3 months pregnant. She underwent a cholecystectomy (3-4 year). Product technical complaint (ptc) investigation result received on 25-nov-2015: coding correction also performed. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Follow up information received on 26-apr-2016 and case was upgraded to incident: legal claim was received for this patient; this case is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6)-2005. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain, numbness in face and extremities, migraine headaches, bloating, painful intercourse, joint pain, a weakened immune system, and severe menstrual changes. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment this non-medically confirmed spontaneous case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and after her period she sometimes woke up soaking in blood (interpreted as genital bleeding). She also developed severe pelvic pain. She was submitted to a hysterectomy. Additionally, she reported removal of her gallbladder. These events are listed according to essure's reference safety information, except for gallbladder removal. After essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this case, consumer was diagnosed with adenomyosis, which could be an alternative explanation for the events. However, considering events' nature and based on essure's safety profile, a contributory role of the suspect insert cannot be excluded. Regarding the reported cholecystectomy, considering the local action of essure into the fallopian tubes and event's nature, a causal relationship with the suspect micro-insert can be excluded. Additionally, non-serious events were reported. This case was upgraded to incident, since device removal was required (hysterectomy reported upon follow-up). Based on the available information, there is no relationship between the reported events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/horrlic pain'), genital haemorrhage ('wake up soaking in blood'), abdominal pain ('abd pain/excruciating pain that would knock to the ground/severe and persistent abdominal pain with off and on episodes until removal (abdomen-sharp sudden') and biliary dyskinesia ('biliary dyskinesia') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 (((B)(6) ).), multi gravida, c-section on (B)(6) 2005, renal disease and hypertension ((maternal grandmother and mother)). Previously administered products included for an unreported indication: depo-provera, penicillins and codeine phosphate. Past adverse reactions to the above products included dyspnoea with penicillins; and vomiting with codeine phosphate. Concurrent conditions included multiple allergies, overweight, asthma, epilepsy, shortness of breath, diabetes ((father and paternal grandfather)), heart disease, unspecified ((maternal grandmother and mother)), pid pelvic inflammatory disease, migraine, uterine bleeding and nickel sensitivity. Family history included diabetes (father and paternal grandfather) and heart disease, unspecified (maternal grandmother and mother). Concomitant products included salbutamol (proventil) for asthma, lisdexamfetamine mesilate (vyvanse) for chronic fatigue, ondansetron (zofran) for nausea as well as levetiracetam (keppra), medroxyprogesterone acetate (depo-provera) since (B)(6) 2005 and sumatriptan (imitrex). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine with aura ("severe migraines/ light sensitivity/migraines headaches/frequent migraine began"), menstruation irregular ("irregular bleeding") and uterine enlargement ("uterus is bloated like I'm 3 months pregnant") and was found to have weight increased ("horrible weight gain/weight gain"). On (B)(6) 2005, the patient experienced abdominal pain (seriousness criterion medically significant), 1 month 5 days after insertion of essure (ess205). On (B)(6) 2015, the patient experienced arthralgia ("severe and persistent hip pain with off and on episodes until removal (right hip pain.)"). On an unknown date, the patient experienced hypoaesthesia ("numbness in face and hands/numbness in toes / numbness in extremities"), hypoaesthesia oral ("numbness in mouth"), adenomyosis ("adenomyosis"), menstrual disorder ("severe menstrual changes"), ear swelling ("ears become swollen"), immune system disorder ("weakened immune system"), abdominal distension ("bloating/abdominal bloating"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia"), fatigue ("fatigue/chronic fatigue"), blepharospasm ("left eye spasms"), libido decreased ("decreased libido"), memory impairment ("decreased memory"), eosinophilic oesophagitis ("esophagitis/eosinophilic esophagitis"), biliary dyskinesia (seriousness criterion medically significant) with vomiting and nausea, alopecia ("thinning hair"), dry skin ("dry skin"), inflammation ("inflammation throughout the body"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with rash, investigation noncompliance ("did not have confirmation test following insertion of essure micro-inserts (patient noncompliance)"), thyroid mass ("thyroid nodule"), colitis ("colitis"), anxiety ("anxiety "), attention deficit/hyperactivity disorder ("adhd"), neck pain ("neck pain hurt so bad"), musculoskeletal pain ("shoulder pain") and vulvovaginal pain ("vaginal pain") and was found to have c-reactive protein increased ("increased c-reactive proteins"). The patient was treated with surgery (gallbladder removal, hysterectomy, removed gall bladder and total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the arthralgia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, migraine with aura, menstruation irregular, weight increased, uterine enlargement, hypoaesthesia, hypoaesthesia oral, adenomyosis, menstrual disorder, ear swelling, immune system disorder, abdominal distension, dyspareunia, menorrhagia, blepharospasm, libido decreased, memory impairment, eosinophilic oesophagitis, biliary dyskinesia, inflammation, allergy to metals, investigation noncompliance, colitis, attention deficit/hyperactivity disorder, c-reactive protein increased, neck pain, musculoskeletal pain and vulvovaginal pain outcome was unknown and the abdominal pain, fatigue, alopecia, dry skin and thyroid mass had resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, hypoaesthesia and hypoaesthesia oral with essure (ess205). The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, attention deficit/hyperactivity disorder, biliary dyskinesia, blepharospasm, c-reactive protein increased, colitis, dry skin, dyspareunia, ear swelling, eosinophilic oesophagitis, fatigue, genital haemorrhage, immune system disorder, inflammation, investigation noncompliance, libido decreased, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, migraine with aura, musculoskeletal pain, neck pain, pelvic pain, thyroid mass, uterine enlargement, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: pfs: patient received medical treatment for migraine, facial numbness and eye spasms, abdominal pain, nausea and vomiting, abnormal bleeding, menorrhagia, hip pain she did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) . 3-4 weeks after removal joint pain went away and she was able to walk up and down the stairs without any pain. She was not advised of complications from her essure removal procedure. Mr: essure coils in the ostia with 5 coils visualized essure coils in the right ostium. 2 coils visualized protruding into the endometrial cavity. Patient tolerated the procedure well. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Endoscopy upper gastrointestinal tract - on (B)(6) 2011: results: eosinophilic esophagitis. Ultrasound scan - on an unknown date: results: adenomyosis. At the time of insertion 2 coils visualized protruding into the endometrial cavity. On an unknown date: MRI ( head, cervical, lumbar, shoulder), ultrasounds (pelvic and x-rays (chest, back, and feet) was performed. On (B)(6) 2016, surgical pathology report: impression: the specimen is submitted in one container, in formalin labeled uterus, cervix and bilateral fallopian tubes and consists of a uterus and cervix with attached fallopian tubes. The uterus and cervix measure 9.5 x 6.5 x 6 cm and weigh 136 grams with fallopian tubes removed. The serosal surface is tan-pink and smooth. The cervix has an os measuring 0.8 cm in diameter. The ectocervjx measures up to 1.5 cm in thicken. Opening the specimen reveals an endocervival canal free of polyps or obstruction. The endometrial cavity measures 4 x 3 cm. Two metal coils are identified in the fundus where the fallopian tubes attach. The endometrial lining measures up to 1 mm in thickness. Sectioning both portions of the specimen reveals a grossly unremarkable myometrium measuring up to 2.5 cm in thickness. The fallopian tubes range in length from 5 up to 6 cm and up to 0.5 cm in diameter and include the fimbriated ends. A representative section of each fallopian tube is submitted. Concerning the injuries reported in this case, the following one/ones were reported via social media:neck pain,shoulder pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion case :(B)(4) .references , reporters information and event :vaginal pain were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 20-oct-2015. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("wake up soaking in blood") and cholecystectomy ("removal of gallbladder") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, multi gravida, parity 5 (date of birth: (B)(6)), c-section on (B)(6), cholecystectomy in 2011, renal disease and hypertension ((maternal grandmother and mother)). Concurrent conditions included multiple allergies, overweight, asthma, epilepsy, shortness of breath, diabetes ((father and paternal grandfather)) and heart disease, unspecified ((maternal grandmother and mother)). Concomitant products included ondansetron (zofran) for nausea as well as medroxyprogesterone acetate (depo-provera) on (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine with aura ("severe migraines/ light sensitivity/migraines headaches/frequent migraine began"), menstruation irregular ("irregular bleeding"), weight increased ("horrible weight gain/weight gain"), uterine enlargement ("uterus is bloated like I'm 3 months pregnant"), abdominal pain ("abd pain/excruciating pain that would knock to the ground/severe and persistent abdominal pain with off and on episodes until removal (abdomen-sharp sudden") and arthralgia ("joint pain/ joint pain/knee pain"). On (B)(6) 2015, 10 years 1 month after insertion of essure (ess205), on an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), hypoaesthesia ("numbness in face and hands/numbness in toes / numbness in extremities"), hypoaesthesia oral ("numbness in mouth"), adenomyosis ("adenomyosis"), menstrual disorder ("severe menstrual changes"), dyspareunia ("painful intercourse"), immune system disorder ("weakened immune system"), abdominal distension ("bloating/abdominal bloating"), menorrhagia ("menorrhagia"), fatigue ("fatigue/chronic fatigue"), blepharospasm ("left eye spasms"), libido decreased ("decreased libido"), memory impairment ("decreased memory"), oesophagitis ("esophagitis/eosinophilic esophagitis"), biliary dyskinesia ("biliary dyskinesia") (seriousness criterion medically significant) with nausea and vomiting, alopecia ("thinning hair"), dry skin ("dry skin"), inflammation ("inflammation throughout the body") and allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), knee pain(¿knee pain¿), did not have confirmation test following insertion of essure micro-inserts (patient noncompliance) (¿did not have confirmation test following insertion of essure micro-inserts (patient noncompliance¿), thyroid nodule(¿thyroid nodule¿) , colitis(¿colitis¿), anxiety(¿anxiety¿), attention deficit hyperactivity disorder(¿adhd¿), c-reactive protein increased (¿increased c-reactive proteins¿), broke out in a rash(¿break out in a rash¿), ear swelling(¿ears become swollen¿). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the last episode of arthralgia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, cholecystectomy, migraine with aura, menstruation irregular, weight increased, uterine enlargement, vomiting, hypoaesthesia, hypoaesthesia oral, adenomyosis, menstrual disorder, dyspareunia, immune system disorder, abdominal distension, menorrhagia, blepharospasm, libido decreased, nausea, memory impairment, oesophagitis, biliary dyskinesia, alopecia, inflammation and allergy to metals, knee pain, thyroid nodule, did not have confirmation test following insertion of essure micro-inserts (patient noncompliance), attention deficit hyperactivity disorder, c-reactive protein increased, broke out in a rash, ear swelling outcome was unknown, the abdominal pain and dry skin had resolved and the fatigue had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, biliary dyskinesia, blepharospasm, dry skin, dyspareunia, fatigue, genital haemorrhage, immune system disorder, inflammation, libido decreased, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, migraine with aura, nausea, oesophagitis, pelvic pain, uterine enlargement, weight increased and the second episode of arthralgia to be related to essure (ess205). The reporter provided no causality assessment for abdominal pain, adenomyosis, cholecystectomy, hypoaesthesia, hypoaesthesia oral, vomiting and the first episode of arthralgia with essure (ess205). The reporter commented: pfs: patient received medical treatment for migraine, facial numbness and eye spasms, abdominal pain, nausea and vomiting, abnormal bleeding, menorrhagia, hip pain. She did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) lbs. Mr: essure coils in the ostia with 5 coils visualized. Essure coils in the right ostium. 2 coils visualized protruding into the endometrial cavity. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: ultrasound scan - on an unknown date: adenomyosis xray - on an unknown date: . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2017: events added per pfs: severe and persistent abdominal pain with off and on episodes until removal (abdomen-sharp sudden onset bilateral but primarily right sided. Sneezing or coughing would make pain worse.) Clubbed with event ¿abd pain/excruciating pain that would knock to the ground¿. Severe and persistent hip pain with off and on episodes until removal (right hip pain.), frequent migraine began with essure placement clubbed with ¿severe migraines/ light sensitivity/migraines headaches¿, decreased libido were added, abdominal bloating clubbed with bloating, weight gain clubbed with horrible weight gain, vomiting eosinophilic clubbed with vomiting, esophagitis/eosinophilic esophagitis was added, break out in a rash, ears become swollen, inflammation throughout the body, thinning hair, dry skin, increased c-reactive proteins, adhd, knee pain clubbed with joint pain, thyroid nodule, investigation noncompliance. Joint pain outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1951) on 20-oct-2015. The most recent information was received on 07-jun-2018. The patient's past medical history included parity 5 (B)(6) 1995, (B)(6) 1998, (B)(6) 2000, (B)(6) 2001 and (B)(6) 2005).), multi gravida, c-section on (B)(6) 2005, renal disease and hypertension ((maternal grandmother and mother)). Previously administered products included for an unreported indication: depo-provera on (B)(6) 2005, penicillins and codeine phosphate. Past adverse reactions to the above products included dyspnoea with penicillins; and vomiting with codeine phosphate. Concurrent conditions included multiple allergies, overweight, asthma, epilepsy, shortness of breath, diabetes ((father and paternal grandfather)), heart disease, unspecified ((maternal grandmother and mother)), pid pelvic inflammatory disease, migraine, uterine bleeding and nickel sensitivity. Family history included diabetes (father and paternal grandfather) and heart disease, unspecified (maternal grandmother and mother). Concomitant products included salbutamol (proventil) for asthma, lisdexamfetamine mesilate (vyvanse) for chronic fatigue, ondansetron (zofran) for nausea as well as levetiracetam (keppra), medroxyprogesterone acetate (depo-provera) since (B)(6) 2005 and sumatriptan (imitrex). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine with aura ("severe migraines/ light sensitivity/migraines headaches/frequent migraine began"), menstruation irregular ("irregular bleeding"), weight increased ("horrible weight gain/weight gain") and uterine enlargement ("uterus is bloated like I'm 3 months pregnant"). On (B)(6) 2005, 1 month 5 days after insertion of essure (ess205), the patient experienced abdominal pain (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced arthralgia ("severe and persistent hip pain with off and on episodes until removal (right hip pain.)"). On an unknown date, the patient experienced hypoaesthesia ("numbness in face and hands/numbness in toes / numbness in extremities"), hypoaesthesia oral ("numbness in mouth"), adenomyosis ("adenomyosis"), menstrual disorder ("severe menstrual changes"), ear swelling ("ears become swollen"), immune system disorder ("weakened immune system"), abdominal distension ("bloating/abdominal bloating"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia"), fatigue ("fatigue/chronic fatigue"), blepharospasm ("left eye spasms"), libido decreased ("decreased libido"), memory impairment ("decreased memory"), eosinophilic oesophagitis ("esophagitis/eosinophilic esophagitis"), biliary dyskinesia (seriousness criterion medically significant) with vomiting and nausea, alopecia ("thinning hair"), dry skin ("dry skin"), inflammation ("inflammation throughout the body"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with rash, investigation noncompliance ("did not have confirmation test following insertion of essure micro-inserts (patient noncompliance)"), thyroid mass ("thyroid nodule"), colitis ("colitis"), anxiety ("anxiety "), attention deficit/hyperactivity disorder ("adhd"), c-reactive protein increased ("increased c-reactive proteins"), neck pain ("neck pain hurt so bad") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (hysterectomy), surgery (removed gall bladder) and surgery (gallbladder removal). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the arthralgia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, migraine with aura, menstruation irregular, weight increased, uterine enlargement, hypoaesthesia, hypoaesthesia oral, adenomyosis, menstrual disorder, ear swelling, immune system disorder, abdominal distension, dyspareunia, menorrhagia, blepharospasm, libido decreased, memory impairment, eosinophilic oesophagitis, biliary dyskinesia, inflammation, allergy to metals, investigation noncompliance, colitis, attention deficit/hyperactivity disorder, c-reactive protein increased, neck pain and musculoskeletal pain outcome was unknown and the abdominal pain, fatigue, alopecia, dry skin and thyroid mass had resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, hypoaesthesia and hypoaesthesia oral with essure (ess205). The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, attention deficit/hyperactivity disorder, biliary dyskinesia, blepharospasm, c-reactive protein increased, colitis, dry skin, dyspareunia, ear swelling, eosinophilic oesophagitis, fatigue, genital haemorrhage, immune system disorder, inflammation, investigation noncompliance, libido decreased, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, migraine with aura, musculoskeletal pain, neck pain, pelvic pain, thyroid mass, uterine enlargement and weight increased to be related to essure (ess205). The reporter commented: pfs: patient received medical treatment for migraine, facial numbness and eye spasms, abdominal pain, nausea and vomiting, abnormal bleeding, menorrhagia, hip pain. She did not claim that essure worsened a previously existing injury/condition. Current weight: 198 lbs. 3-4 weeks after removal joint pain went away and she was able to walk up and down the stairs without any pain. She was not advised of complications from her essure removal procedure. Mr: essure coils in the ostia with 5 coils visualized. Essure coils in the right ostium. 2 coils visualized protruding into the endometrial cavity. Patient tolerated the procedure well. Cross referenced with plaintiff case number : (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Endoscopy upper gastrointestinal tract - on (B)(6) 2011: eosinophilic esophagitis. Ultrasound scan - on an unknown date: adenomyosis. At the time of insertion 2 coils visualized protruding into the endometrial cavity. On an unknown date: MRI ( head, cervical, lumbar, shoulder), ultrasounds (pelvic and x-rays (chest, back, and feet) was performed. On (B)(6) 2016, surgical pathology report: impression: the specimen is submitted in one container, in formalin labeled uterus, cervix and bilateral fallopian tubes and consists of a uterus and cervix with attached fallopian tubes. The uterus and cervix measure 9.5 x 6.5 x 6 cm and weigh 136 grams with fallopian tubes removed. The serosal surface is tan-pink and smooth. The cervix has an os measuring 0.8 cm in diameter. The ectocervjx measures up to 1.5 cm in thicken. Opening the specimen reveals an endocervival canal free of polyps or obstruction. The endometrial cavity measures 4 x 3 cm. Two metal coils are identified in the fundus where the fallopian tubes attach. The endometrial lining measures up to 1 mm in thickness. Sectioning both portions of the specimen reveals a grossly unremarkable myometrium measuring up to 2.5 cm in thickness. The fallopian tubes range in length from 5 up to 6 cm and up to 0.5 cm in diameter and include the fimbriated ends. A representative section of each fallopian tube is submitted. Concerning the injuries reported in this case, the following one/ones were reported via social media:neck pain,shoulder pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received:reporters and events neck pain,shoulder pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.